Event description:
It was reported that the customer received a pump error alarm. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with error 35 that was confirmed and unable to drive motor; the problem isolated to the force sensor. The insulin pump had minor scratched lcd window.